Event description:
A customer reported that their AED battery pack was depleted. They also reported the AED powered on with a spare battery. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy.